Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that all seal plugs were missing, and the df+, df-, and rv tip setscrews were in the stuck up/loosened position indicating over torquing. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device had triggered elective replacement indicator (eri). It was also noted that the setscrew of the device was difficult to loosen. This device was explanted and will be returned. No additional adverse patient effects were reported.